Event description:
Patient's daughter called saying that her father's blood glucose was measured at 325 mg/dl at 1:30 pm, so he took a 7.95 unit insulin bolus. At 4:00 pm, his blood glucose had risen to "high" (>500 mg/dl), so to took an additional 21 units of insulin. He said he wasn't feeling well, but went to take a shower. His wife went to check on him and found him in unconscious in the shower. The patient was taken to the emergency room by ambulance around 5:30 pm, where his bg was 28 mg/dl upon arrival. He was given glucose tablets by his wife en route to the hospital and more at the hospital. He's currently in the hospital in a coma. His daughter stated that she believes the event is due to erroneous blood glucose measurement. They do not have any control solution to test their bg meter.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm the blood glucose measurement malfunction alleged by the customer or determine whether any other product condition could have contributed to the patient's hypoglycemia. Qualification record for the product lot were reviewed and all acceptance criteria were met. The omnipod user guide warns that "if you are experiencing symptoms that are not consistent with your blood glucose test and you have followed all instructions described in this user guide, call your healthcare provider immediately," and "even if you cannot check your blood glucose, do not wait to treat symptoms of hypoglycemia, especially if you are alone waiting to treat symptoms could lead to severe hypoglycemia, which can quickly lead to shock, coma, or death." It advises that "hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm." And that "you should perform a control solution test when you suspect that your meter or test strips are not working properly or when you think your test results are not accurate, or if your test results are not consistent with how you feel."